Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) due to a heart rate of 44 beats per minute (bpm), despite device programming set to 60 bpm and 70 bpm. The patient was kept in the ER for half a day before being transferred to another hospital. A field representative checked the device at the secondary hospital, and it was operating as expected. A few days later, the patient's heart rate was 54 bpm and he had difficulty staying awake. The patient was feeling unwell and had collapsed onto a chair. The field representative and the physician/clinic will discuss further actions. This pacemaker system remains in service. No additional adverse patient effects were reported.